Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a lesion in the superficial femoral artery to the anterior tibial artery, a powerflex pro pta balloon dilatation catheter ruptured at six to seven atmospheres (6-7 atm). There was no reported patient injury and another balloon was used instead. The lesion was heavily calcified but not tortuous. The rate of stenosis was unknown. The procedure was finished successfully. The device was handled and prepped per instructions for use. The brand of contrast used is unknown but the contrast to saline ratio was 50:50. The inflation device used was unknown. There was no difficulty advancing the device to the lesion. There was also no difficulty removing the device from the other devices and from the patient. The device was also intact upon removal from the patient. The product was not returned for analysis. A device history review (DHR) of lot 17013694 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During pta of a lesion in the superficial femoral artery to the bk (anterior tibial artery), a powerflex pro balloon catheter ruptured at 6-7 atm. Another balloon was used instead and there was no patient injury. The lesion was heavily calcified and not tortuous. The rate of stenosis was unknown. An anterograde approach was made from the common femoral artery. After the lesion was crossed with a guidewire, a powerflex pro was delivered and inflated at the lesion. However it ruptured at 6-7 atm during its initial dilation. Therefore, it was removed from the patient and another new same size non cordis balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. "

Manufacturer narrative:
Additional information was received that the initial reporter's name is (B)(6). Contact information is unknown. The device was handled and prepped per IFU. The brand of contrast was used is unknown but the contrast to saline ratio was 50:50. The inflation device used was unknown. There was no difficulty advancing the device to the lesion. There was also no difficulty removing the device from the other devices and from the patient. The device was also intact upon removal from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.